Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 06-mar-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2018 with the following findings: review of the black box data revealed one unexplained power or reset event recorded. On examination, the battery compartment was confirmed to be cracked per the complaint. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. With the test cap in place, the pump powered on and was exercised for 24 hours without any interruption in power. Investigation did not duplicate the alleged power complaint. There was no damage, defect or contamination of the pump¿s interior components. Investigation confirmed a cracked battery compartment but did not duplicate the alleged power issue.